Event description:
The customer reported the subject device exhibited an image abnormality. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed noise was generated and no image was displayed. This report is being submitted for the malfunction found during evaluation of the device (no image).

Manufacturer narrative:
During inspection and testing of the returned device, service found that noise was generated and no image was displayed, due to damage to the board of the video connector and disconnection of the image pickup cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the noise and no image were due to a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service found the angulation lever did not operate smoothly due to damage to the control section. The bending section cover was scratched due to external factors. The adhesive of the bending section cover was chipped. The angle locking part of the control section was loose. The adhesive rubber was chipped in the bending section. The control section, switch #1, video connector, grip, light guide connector, surface of the light guide cover glass, and the video connector case were scratched due to external factors. There were stains on switch #1 that were difficult to remove due to handling. Per the legal manufacturer, these additional issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.